Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box starts on (B)(6) 2016. The pump history for event date is overwritten due to continued pump use. No unexplained time/date issue is observed in the available black box. A manual time change was made on (B)(6) 2016 from 04:33 to 16:33. A time/date reset was observed after a por on (B)(6) 2016- 15:40. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The pump was opened and the internal battery was found to be leaking and the time test was started but not completed due a bt1 failure (see (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that when the patient checked their blood glucose (bg) last night at 8:30 pm they noticed on the meter, which was paired with the pump, the time read 8:30 am. Patient corrected the time in the pump. Patient alleged having a bg level of 38 mg/dl with numbness in the lips. No unusual treatment was required. The time/date are correctly maintained when battery is removed from the pump for less than 24 hours customer support found no potential issues of inaccurate delivery during troubleshooting, and attributed the bg excursion to training/misuse. This complaint is being reported because the patient experienced hypoglycemia related to use error.